Event description:
It was reported that this pacemaker triggered an atrial arrhythmia burden alert. Technical services (ts) noted occasional atrial undersensing on the stored episode electrograms (egms). Low amplitude was also observed on the right atrial (ra) lead. Further review was recommended. No adverse patient effects were reported. This device system remains in service.